Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia with the blood glucose of over 400 mg/dl. The customer high blood glucose level was 357mg/dl at time of incident and the current blood glucose level was 86 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose and peanut butter, honey, juice and glucose for low blood glucose. The customer stated that the symptoms related to high blood glucose such as blurry vision, not running ketones. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.